Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they need a new controller battery. Patient stated the controller has not been working for 2 days and they have been unable to turn the implanted neurostimulator off so its been buzzing in their legs. Patient stated the controller screen would not turn off. Patient did not have their equipment with them at the time of the call and disconnected the call so no further clarification or information was able to be obtained. Additional information was received from patient stating she was told to call into pats to request a li battery pack replacement. Pt stated for the past 2 days she is feeling stimulation even though therapy is off. Pt verified therapy is off on the call. Pt verified the on / off button on the controller is working. Pt stated she can feel stimulation buzzing in her legs with stim off. Patient services (pss) reviewed that pt needs to have her ins checked and this has nothing to do with external equipment. A replacement battery pack was sent out due to the age of the li battery. Patient services (pss) redirected pt to contact the hcp to have the ins checked. Patient services (pss) is sending a message to the field about pt call. Pt stated she spoke to rep yesterday and today about the issue. It was reported that patient sent back their replacement battery with no allegation or additional information. No symptoms were reported.